Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 51 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received 51 closed samples and 1 open sample with the needle detached from the thread. Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: latvia. The complaint is from (B)(6) hospital. Before operation the thread abruption from the needle was observed for several samples of this batch.